Event description:
Prior to use, the user found the trach care sterile package not to be closed. The report stated that one side of the package was cut and was not closed. There was no patient interaction involved.